Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an issue with the reservoir. Customer reported that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose levels at the time of the incident 396 mg/dl. Troubleshooting was done and the customer was advised that the recurring no delivery alarms may have been due to infusion set or reservoir occlusion. Product is not expected to return.